Manufacturer narrative:
One device was received. Visual inspection did not reveal any anomalies. For functional testing, air was inserted into the cuff via the inflation valve. The cuff inflated without issue and no leaks were identified. The complaint was not confirmed. The instruction for use states "attach a syringe to the pilot balloon and inflate the cuff with 10ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft" (this would also apply if the cuff was inflating slowly). A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are planned as the complaint was not confirmed.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing the pilot balloon inflated but the cuff hardly inflated or slowly inflated. No adverse patient effects were reported by the customer.